Event description:
It was reported that a motor rate error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals were removed/broken. The investigation found the device bottom case screw mount was cracked. The battery was missing. The pump event history showed a motor rate error alarm in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during occlusion testing. The technician replaced motor assembly and that resolved the problem. The pump had a blue worm gear. The root cause of the reported issue due to normal wear, part was over 8 years old. The technician replaced the motor assembly. Calibrated device and performed all functional tests which passed.